Event description:
Reportedly, a valve was explanted due to severe aortic regurgitation post implant - cause indeterminable. The report states - post operative leaking detected on echo. Per follow up by sales, it was learned the patient was a very high risk patient that displayed post operative leaking on echo. The echo was unclear as to the reason for the leak. The surgeon decided to explant the valve and replace with a larger competitor valve. There was no evidence of any structural issues with the valve.

Manufacturer narrative:
Device not returned. The device is not available for return and evaluation because it was not saved by the hospital. No serial number was reported. This information has been requested from the customer. The device history record (DHR) review cannot be done until this information is provided by the customer. No patient information provided. This information has been requested from the customer. No echo, patient medication history, medications history has been provided. This information has been requested both verbally and by letter from the customer. Sales rep was only able to confirm the reported information with the hospital and has been unable to get a copy of or information from the discharge summary or operative report. Patient status was reported as "good outcome". No additional information provided. Follow up pending.